Event description:
Labor epidural placed without difficulty. When the catheter was placed, it was near impossible to administer any medication through the catheter. Another tray was opened and a new connector attached. Again, no medication could be administered. The catheter was slowly backed out and retried, but again no medication could be administered. The catheter was removed; there were no kinks, and even when the catheter was straightened out only with extreme effort could any fluid come out of the catheter. The pt had another catheter placed which ran without problem; however, pt had to endure a second epidural placement.